Manufacturer narrative:
The device was not return to olympus for evaluation; therefore, the reported event could not be confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was black resin found inside the gastrointestinal videoscope cleaning tub during reprocessing. There were no reports of patient or user harm associated with this event.